Event description:
It was reported that a scrub nurse sustained a small 3mm burn to the palm of the hand as a result of a fiber break. The device is reported to have been a lumenis slimline fiber; however, the fiber was not returned. The initial reporter stated that the scrub nurse was attended by the facility's employee health department and that "there was no need for further treatment." Medical intervention was reportedly not required to preclude permanent impairment. No patient harm was reported.

Manufacturer narrative:
A review by a lumenis technical specialist of labeling for the sd was completed and no deviation from specifications was noted. The DHR (and/or equivalent test data) was reviewed and no deviation from the design specification was observed. Reasonable attempts were made to obtain the subject device from the user facility however, the device was not returned for evaluation. Therefore, no physical examination of the subject device could be performed. An evaluation of the reported event details by a lumenis technical specialist determined the probable root cause to be excessive bending forces applied under power in contradiction to product labeling. Device not returned to manufacturer.